Event description:
The customer observed false non-reactive alinity I anti-hcv results generated for two patient samples. The results were inconsistent with other methods. The following data was provided (<1.00 s/co is nonreactive): (B)(6) 2025 sample ID (B)(6): first blood draw (B)(6) results = 0.60 s/co, 0.59 s/co. Second blood draw result = 0.54 s/co (B)(6), 0.59 s/co (B)(6). Alinity s result = 28 (reactive), western blot = positive. (B)(6) 2025 sample ID (B)(6): alinity, I result = 0.93 alinity s result = 17.22 s/co (reactive), western blot = positive. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I anti-hcv assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 76255be00. A device history record review did not identify any non-conformance, potential non-conformances or deviations associated with the complaint lot number and complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. The reagent lot was calibrated with alinity I anti-hcv calibrator lot 71105be00. All specifications were met indicating and no false non-reactive results were obtained, indicating that the lot is performing acceptably. Testing included one commercially available seroconversion panel (zeptometrix hcv 9045). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix, since the alinity I anti-hcv and architect anti-hcv assays are equivalent. The complaint lot detected the same bleeds as reactive with comparable s/co values for the seroconversion panels compared to the historical architect results. Based on this data it was shown that the performance is not affected. Note: reagent lot numbers 76255be00 and 76250be00 contain identical bulk reagents. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hcv reagent, lot 76255be00, was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p06, that has a similar product distributed in the us, list number 8p05 with 510k/PMA/bla number p050042.

Event description:
The customer observed false non-reactive alinity I anti-hcv results generated for two patient samples. The results were inconsistent with other methods. The following data was provided (<1.00 s/co is nonreactive): (B)(6) 2025 sample ID (B)(6): first blood draw (B)(6) results = 0.60 s/co, 0.59 s/co second blood draw result = 0.54 s/co (B)(6), 0.59 s/co (B)(6). Alinity s result = 28 (reactive), western blot = positive. (B)(6) 2025 sample ID (B)(6): alinity I result = 0.93 alinity s result = 17.22 s/co (reactive), western blot = positive. No impact to patient management was reported.